Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer representative regarding an event happened during intra-op of the reported product. The pre-op diagnosis was mentioned as compression fracture. It was reported that, balloon ruptured during inflation. While attempting to withdraw the device, part of the polymer balloon separated from the body of the balloon and was not retrievable. There was no delay in procedure reported. There were no symptoms to patient or physician and no hospitalization was reported.  There were no further complications reported regarding the event.

Manufacturer narrative:
Product analysis of part# k15b ; lot# unknown visual and optical inspection confirmed the balloon of the ibt has been torn/cut. The balloon appears to have caught on a bone spur and tore during the removal process. This type of damage is consistent with the balloon coming in contact with a bone spur in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.